Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed the tube was cracked on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed the tube was cracked on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: cracked product/component. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.